Manufacturer narrative:
Terumo has not rec'd the actual device for investigation; however, terumo is still investigating this issue, and will be submitting a f/u report when more information is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting, out of box, there was a tear in the outer packaging, which led the user facility to think the device may have been compromised. There was no pt involvement.